Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that she could not feel a stimulation sensation. The patient further stated that 'she was feeling stimulation on the morning of (B)(6) 2012, but it stopped working later in the day. It was noted that the patient was on an airplane that week. The patient stated that she could not increase or decrease the stimulation. It was noted that the patient programmer 'passed the self-test.'

Manufacturer narrative:
Product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3887-56, lot# l72787, implanted: (B)(6) 2001, product type lead; product ID 3887-56, lot# l72787, implanted: (B)(6) 2001, product type lead. (B)(4).